Manufacturer narrative:
The hill-rom technician found the power cord needed to be replaced. In the service manual for golvo 3en371001, under the section 8, instructions regarding the check points, verify that all cables are properly inserted. Re-insert if uncertain. Verify battery charge by inspecting the charger indicator. Check cables and connectors for damage or wear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician replaced the power cord to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the hill-rom technician stating the power cord had frayed wires. The lift was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).